Event description:
During an lsh procedure, while using the pks plasmasord device, the pt was shocked twice during morcellation and jumped twice on the surgical table. The procedure was completed using the same device and the same generator, it was a smokey field, but the surgeon did not feel that he was close to any other device to cause a shorting condition. The pt had a grounding pad attached. A valleylab triad and kleppinger device were also used during the case but not at the same time as the plasmasord. There was no pt injury.

Manufacturer narrative:
The generator was tested in accordance with the standard production testing which included electrical safety tests. It passed all of these tests without incident. The investigation is ongoing.